Event description:
Pt underwent a left knee hemiarthroplasty involving compartment of his knee in 1993. Pt states he has had pain and persistent problems since that time. Much of pain from patella femoral joint, with the possibility of some loosening on this side.